Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misaligned insertion; prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/13/2025, a distributor reported via email that an ar-3641 2.6 mm knotless fibertak anchor had the tape side of the shuttle suture broken off when trying to retrieve the tape to convert the anchor due to the shuttle anchor being stuck and would not slide. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was received on 02/19/2025: the frayed suture was retrieved from the patient. Enough tension was accomplished with one knotless anchor, so they decided to forego the second that had broken. There was no case delay; therefore, no additional anesthesia was required. This was discovered during a remplissage of the hills sach lesion on (B)(6) 2025.